Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer implanted for spinal pain and failed back surgery syndrome reported via the manufacturer¿s representative (rep) they fell on (B)(6) 2015. The consumer was seen at their healthcare provider¿s office who wanted them reprogrammed. When the rep. Met with the consumer impedance testing was performed with all results within normal limits and reprogramming was performed to cover the right hip and back/leg. Following this the consumer was feeling tingling in their hip where the healthcare provider (hcp) wanted them to.